Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a bone cement used in unknown spinal therapy. Preoperative diagnosis of this surgery was primary osteoporosis. Type of fracture: compression fracture. It was reported that  cement mixing was initiated when the second bone access needle was inserted. When switching to the 4th bfd, the refill could not be completed  due to cement hardening; a new cement, mixer and balloon were opened and the operation was completed successfully. There was delay of less than 60 minutes. Cement was mixed for 30 seconds. There was no patient  symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.